Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded stent was placed inside a previously implanted 10mm x 60mm metal stent (manufacturer unknown) in the ampulla and duodenum on (B)(6) 2015. Reportedly, the metal stent was implanted approximately 6 months prior (exact date unknown) due to cholangiocarcinoma, and was now obstructed with tumor in growth. Thus, the advanix biliary plastic stent was placed to provide drainage. According to the complainant, on (B)(6) 2015, a scheduled endoscopic retrograde cholangiopancreatography (ercp) for stent removal was performed. During the procedure, the physician noted that the advanix biliary stent migrated and had perforated the opposing wall of the duodenum. The perforation was closed with the use of 2 clips and the advanix biliary stent was removed. There were no issues with the 10mm x 60mm metal biliary stent and was left in place. The procedure was completed with a covered metal duodenal stent placed across the perforation site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."